Event description:
Related manufacturing ref: 2182269-2022-00009. During the procedure, a burn occurred at the grounding pad site. During a l5-s3 ablation for right sided si joint pain, the grounding pad was placed vertically along the left side of the patient¿s flank between the pelvis and the rib. The generator indicated a high impedance on port 1 before the 4 level ablation was attempted, therefore single level burns were done at each site. A burn was noted (dark pink in color) at the medial corners of the grounding pad site. A thin superficial layer of skin was removed when the pad came off. It is unknown if the burn was treated. The procedure site was treated with cholorhexodine, but not the grounding pad site. The patient was neither hairy or diaphoretic.

Event description:
Related manufacturing ref: (B)(4). During the procedure, a burn occurred at the grounding pad site. During a l5-s3 ablation for right sided si joint pain, the grounding pad was placed vertically along the left side of the patient¿s flank between the pelvis and the rib. The generator indicated a high impedance on port 1 before the 4 level ablation was attempted, therefore single level burns were done at each site. A burn was noted (dark pink in color) at the medial corners of the grounding pad site. A thin superficial layer of skin was removed when the pad came off. It is unknown if the burn was treated. The procedure site was treated with cholorhexodine, but not the grounding pad site. The patient was neither hairy or diaphoretic.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for investigation. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. System logs files have been reviewed and included which indicate a lesion procedure performed to completion with abnormally high impedance values and temperatures recorded. No periods of overtemperature were recorded or reproduced during the evaluation performed. Functional testing performed confirmed user defined target temperatures were successfully achieved during the application of rf energy. No faults, warnings or irregular heating periods were encountered during the evaluation performed. Per the IFU, impedance greater then 800o can result in excessive heating of the grounding pad. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as the returned device operates as intended.